Event description:
Piece of laparoscopic surgical instrument broke off during surgery. This piece is near the handle of the instrument and not on the part that goes inside the trocar inside the patient. The instrument is labeled aesculap prestige 8360-10. Staff noticed that a black piece fell onto the floor. Piece retrieved.